Event description:
The customer reported that the ac power indicator was not lit and that the batteries were not charging. The customer had isolated the problem to a failed ac power module.

Manufacturer narrative:
The customer reported that the ac power indicator was not lit and that the batteries were not charging. The customer had isolated the problem to a failed ac power module. Philips sent the customer a new ac power module. The customer subsequently reported that the new module resolved the issue.